Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a cardiac resynchronization therapy (crt-d) procedure for a moderately tortuous, mildly calcified mid right coronary artery, it was noted that a 014 hi-torque balance middle weight elite guide wire (gw) failed to cross the lesion and started to separate into pieces. It is unknown which part of the gw separated. The gw was removed and the remaining pieces were snared. A xience device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure. Manipulation of the device and/or interaction with the anatomy and/or other devices resulted in the noted multiple device damages (stretched/offset coils, scratched teflon coating) and ultimately resulted in the reported/noted multiple detachments (core, coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.